Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Review of returned instrument shows signs of repeated use (nicked or gouged) and is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02954 and 0001822565-2020-02955. Medical devices: uc tibial articular surface provisional catalog#: 42517200510 lot#: 63757620. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument fractured during a initial procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.